Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be mechanical failure, amplifier card faulty, operator error, user hypersensitivity to latex, bacterial infection. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that after four hours of operation, the nurse found that there was little urine in the urine bag. Upon physical examination, it was found that the catheter fell off and the balloon was ruptured. So, a new catheter was used, which caused the patient's urethra to be damaged. The disposable catheter was coated with iodophor, and the balloon was injected with normal saline. It was stated that the quality of the disposable sterile catheter was not good enough. The doctor placed the catheter in a poor position, caused the balloon to rupture. No medical intervention was reported. Per follow-up information received via ibc on 21-mar-2022, stated that the exact information on the extent of urethral damage was unknown and unknown what medical intervention was provided.